Manufacturer narrative:
(B)(4). 01/28/2015: this report is a follow up to report 1031452-2015-04918, filed on 01/27/2015. The date this complaint was received was12/19/2014. This was discovered during review of this complaint under (B)(4).

Event description:
It has been reported by an end user that the machine smelled like it was burning. The unit was replaced by a dealer. End user stated that at one point, she took a shower and passed out in the tub for 6 hours. It was also reported that she is still coughing up blood, and embarrassed to speak with pulmonologist.

Event description:
It has been reported by an end user that the machine smelled like it was burning. The unit was replaced by a dealer. End user stated that at one point, she took a shower and passed out in the tub for 6 hours. It was also reported that she is still coughing up blood, and embarrassed to speak with pulmonologist.